Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd maxzero needleless connector had leakage. The following information was provided by the initial reporter: event 9. I have personally had issues with blood leaking from the hub regardless of the technique used. It happens on almost everyone I've used, especially if unable to get the residual blood from the hub. I've tried drawing from the hub and opening the set and placing the hub on after lab draws. I've had one start leaking at the connection with the IV catheter after a cta was done - it was screwed tightly with multi med administrations prior to this. Also, even if it appears to be screwed on tight to the IV catheter it may not be and will leak when flushed. I am currently using diffusics catheters to avoid using this product.